Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported in a transcarotid artery revascularization (tcar) procedure, a dissection occurred on the common carotid artery upon placement of the arterial sheath. A hybrid approach of open repair of the dissection flap and resticking and stenting the primary lesion down to the dissection was used to resolve the dissection. The procedure was completed, and the patient was neurologically intact at the end of the procedure. The following day, the stroke team was called for the patient, and a computed tomography angiography (cta) noted the right carotid was occluded from the point of tcar access to the stent. An magnetic resonance imaging (MRI) also noted areas of acute infarct in the right middle cerebral artery (mca) territory (watershed type infarction). A follow-up with the physician noted that the suspected cause of the stroke symptoms were related to the dissection during th tcar procedure. The physician elected to treat the patient with anticoagulation. It was reported that the patient is stable following treatment.